Manufacturer narrative:
(B)(4).

Event description:
The customer reported that when the patient was placed on the companion 2 driver, the companion 2 driver exhibited higher fill volumes than previous drivers. The customer reported that the hospital staff waited for an hour to allow the patient to adjust to the new driver. The customer also reported that after an hour, the companion 2 driver continued to display high fill volumes and a discrepancy between the left and right fill volumes. The customer also reported that the hospital staff switched the patient to another driver without any adverse patient impact. The companion 2 driver was returned to syncardia for evaluation. Visual inspection of the driver's external components revealed no anomalies. Review of the electronic patient file revealed numerous right fill volume high alarms and discrepancies between the left and right cardiac output, confirming the reported issue. Additionally, there were no visible full eject flags for the left and right pressures and a full fill condition was present. The tah-t is designed to operate at a full eject and partial fill (not full fill) condition. During testing, efforts to duplicate the reported left and right cardiac output discrepancy were duplicated by setting the driver parameters and patient simulator to match the settings during the customer reported issues. However, when the driver parameters were set to achieve full eject and partial fill with the tah-t and the patient simulator was adjusted to normotensive settings, there was no fault found with the driver. Also, while maintaining the full eject and partial fill parameters set on the driver and adjusting the patient simulator to the patient conditions, the customer reported issues were not reproduced. Therefore, the root cause of the customer reported issues could not be determined, but the customer reported issues are known to be a result of the driver parameters not being set to achieve full eject and partial fill with the tah-t. The investigation concluded that the driver performed as intended and that there was no evidence of a device malfunction. The driver was serviced at passed all final performance testing. The reported issue poses a low risk to the patient because although the companion 2 driver exhibited high fill volumes and a discrepancy between the right and left ventricle cardiac output (co) reading on the display of the companion 2 driver, it did not prevent the driver from performing its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.

Event description:
The customer reported that when the patient was placed on the companion 2 driver, the companion 2 driver exhibited higher fill volumes than previous drivers. The customer reported that the hospital staff waited for an hour to allow the patient to adjust to the new driver. The customer also reported that after an hour, the companion 2 driver continued to display high fill volumes and a discrepancy between the left and right fill volume. The customer also reported that the hospital staff switched the patient to another driver without any adverse patient impact. This alleged failure mode poses a low risk to the patient because it did not prevent the driver from performing its life-sustaining functions.